Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible oversensing was noted on the right atrial (ra) lead with device classified termination of events although arrhythmia appears to continue. The lead remains in use. No patient complications have been reported as a result of this event.